Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. No cultures of the system were taken or provided. The fse decontaminated the ion-selective electrode system, replaced the flow cell, ratio pump piston, reagents and performed preventive maintenance. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This is one of four medwatch reports being submitted as four separate pt events were reported. Reference the medwatch numbers below for all associated events. MDR # 2050012-2011-04519, 04520, 04522. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for add'l reportable events.

Event description:
Customer reported that erroneously low sodium results were generated by the unicel dxc 800 synchron system two hrs after the system was calibrated. The results were reported out of the laboratory. The operator became aware of the erroneous results and retested the samples on a backup system. Amended results were then issued. The results of the retest were within expectations. The operator recalibrated the system and resumed normal operation. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.